Manufacturer narrative:
Information received from the responsible philips field service engineer (fse) is that the initial issue description was incorrect, because it referred to problems with the invasive pressure measurement. The incorrect parameter was the noninvasive pressure measurement (nbp). The fse confirmed there was no serious injury and no adverse outcome or immediate clinical action taken. After the exchange of a nbp assembly, the device has been tested and is operating as specified at the customer site. The issue has been resolved.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the invasive blood pressure measurement would not work; was not shown on the monitor. The device was in use, monitoring a patient when an alleged serious injury occurred. Further information has been requested.